Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of connection issues. Found worn out video connector latch causing poor connection with pigtails. Video connector needs to be replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the locking mechanism of the video connector being broken causing it to not be properly connected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center has a camera connector broken. The potential adverse event issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.